Event description:
It was reported that during a thyroidectomy procedure, the device did not function after 30 minutes. No further info is available. Case was completed with same like product.

Manufacturer narrative:
Results: eval summary: the analysis results found that the device was returned with the blade nicked and cracked. The blade was also found to have a hot spot. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during activation. Minor blade damage may increase in severity during subsequent activations, and may result in blade lockout later in the procedure. The instructional insert states: avoid accidental contact with other instruments during use.